Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. The patient did not have a replacement battery cap available. Troubleshooting revealed there was no damage to the battery compartment or battery cap, there was no moisture or corrosion seen in the battery compartment, and the battery cap was tight and secure. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the intermittent power issue. Moisture damage observed inside battery compartment . The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width were found to be in specifications. A display lens leak was found during leak testing. The pump was opened and no damage was found to the power circuit, no further evidence of moisture damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.